Event description:
It was reported by service report that water was leaking into the upper housing where the electrical controls are located. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was reported in error. The evaluation by the technician confirmed that there were no issues associated with a leak reaching any of the electrical components.

Event description:
It was reported by service report that water was leaking into the upper housing where the electrical controls are located. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: unit was replaced.